Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was reported that air bubbles were present in the system. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that air bubbles had occurred with multiple cartridges. Troubleshooting indicated that the patient was using correct cartridge fill technique. The reporter noted that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged air bubble issue remained unresolved.